Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, the system did not assert the hypo alerts on (B)(6) 2020 as the sensor glucose did not go below the user set low alert threshold of 70 mg/dl. Further analysis of the data suggests that the system was not being calibrated correctly for the algorithm to correctly display accurate sensor glucose.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event and she alleged that the eversense continuous gluocose monitoring (cgm) sytem did not provide alerts. Patient reported that eversense showed values between 95 and 109 mg/dl but the blood glucose meter showed 32 mg/dl. User's colleague noticed that she was in trouble and called the ambulance who took the blood glucose reading. Patient reported later that she is doing fine.